Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a veterinary procedure on a small canine four drill bits broke. All four drill bits broke at the same level. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.